Event description:
Information received a smiths medical tracheostomy tube were cracked. The surgical trach with persistent cuff leaks requiring two exchanges. One procedure done in the operating theater and second instance a perforation in the cuff occurred with the additional of too much air in the cuff due to persistent leaks. Event occurred while in use with patient. No injury occurred. Medical intervention was required requiring exchange of tracheostomy in the operating theater and intensive care unit. Size of tube were 9.0 mm on one patient 8 mm on the second patient.